Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture on the pace/sense portion of the lead. A low voltage pace/sense lead was implanted. The pace/sense portion of the lead was capped and the high voltage portion remains in use. No patient complications have been reported as a result of this event.